Event description:
The operating room crew were counting during set up of a procedure and found that when counting there were 11 neuro sponges in the pack instead of 10. This was found prior to a patient being brought into the operating room. Operating room had saved the sponges but since that time they have been unable to locate them. Therefore the sponges are not available for return.